Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion. Review of the event history log (ehl) showed multiple preventive maintenance due messages. A visual inspection was performed and the reported issue was duplicated. The probable cause of the reported issue was due to foreign objects within the port. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the remote dose port was broken. During physical inspection, it was found that the downstream occlusion was delaminated. There was no patient involvement, no patient injury was reported.